Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information is required. It was reported that no audio output occurred. The patient stated that the night of the event she was sleeping and was not warned by her mobile phone that she was experiencing a hypoglycemic event. The patient loss consciousness, but it is not known for how long. Based on the information from the patient it seems that the patient was by herself at the time of the event, and when she regained consciousness, she ate a lot of sugar. The patient stated that she recovered by herself, and that not third-party treatment was necessary. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.